Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s wife woke up to the patient¿s irregular breathing at around 7:45 am and called for him but he was unresponsive. She indicated the patient was cold and sweating and when she looked at the receiver it was displaying 42 mg/dl and the alert had not gone off. The patient¿s wife administered the patient with 1 glucose gel and waited 10 minutes. The patient¿s glucose value then increased to 44 mg/dl and was given another glucose gel and began to respond about 10-15 minutes later. At the time of contact, the patient was doing well. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and booted successfully. A review of the downloaded data lot did not find errors related to the customer complaint. Functional testing was performed, and the tests passed. A ¿try it¿ function test was performed, and the test passed. The receiver was opened for further evaluation. An internal visual inspection was performed, and the inspection passed. The speaker resistance was measured, and the resistance was within specification.